Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available for (B)(4) as products were manufactured before 9/24/2014.

Event description:
It was reported that during device change out surgery due to normal eri on (B)(6) 2018, right ventricular lead was capped and replaced for low pacing impedance issue. Patient was stable post-surgery.

Manufacturer narrative:
Correction: manufacture date is added in which was missed in initial report.